Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have hysterectomy set for 31 aug') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal discomfort ("belly you experinced is called an e belly. This is universal side effect"), peripheral swelling ("swelling in legs"), oedema peripheral ("edema in legs") and acne ("acne"). The patient was treated with surgery (will underwent laproscopic hysterectomy on 31 aug). Essure was removed. At the time of the report, the medical device removal, abdominal discomfort, peripheral swelling, oedema peripheral and acne outcome was unknown. The reporter considered abdominal discomfort, acne, medical device removal, oedema peripheral and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Added reporter. Added event acne. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have hysterectomy set for (B)(6) year unknown) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal discomfort ("belly you experinced is called an e belly. This is universal side effect"), peripheral swelling ("swelling in legs") and oedema peripheral ("edema in legs"). The patient was treated with surgery (will underwent laproscopic hysterectomy on (B)(6) year unknown). At the time of the report, the medical device removal, abdominal discomfort, peripheral swelling and oedema peripheral outcome was unknown. The reporter considered abdominal discomfort, medical device removal, oedema peripheral and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from plaintiff fact sheet received. Event belly discomfort, swelling & edema in leg were added. Reporter information updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have hysterectomy set for 31 aug') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (will underwent laparoscopic hysterectomy on 31 aug). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.